Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted that high impedance was observed on the right ventricular lead. The tissue in the area may have contributed to the high impedance. The lead was replaced. The patient was stable